Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the device overheated during the testing prior to case being started. There were no pt effects and the case was done using a replacement unit. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).